Manufacturer narrative:
According to the facility on 01/19/23 "the hub of the introducer needle came clean off of the needle upon gentle pressure to remove the hub after the spinal was placed". Per the facility "the free floating needle was then mostly in the patient and was quickly removed by grasping the 2mm that was still outside the patient". Per the facility the patient did not require additional medical intervention or incur a serious injury related to the event. No additional information is available at this time. The sample was returned for evaluation, however, a definitive root cause could not be determined at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 01/19/23 "the hub of the introducer needle came clean off of the needle upon gentle pressure to remove the hub after the spinal was placed".